Event description:
Customer reporting 4 alleged false positive sars results (each event will be filled separately). Customer communicated they had covid 2 months ago and had a known positive exposure approximately 1 week ago. Customer states the results were confirmed negative by pcr and other rapid antigen tests. (Report 3 of 4).

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.